Event description:
It was reported that "pressure tubing connected to vamp260 reservoir got detached easily when the it was touched lightly during use. The detached tubing was noticed right away, so there was no leakage problem. There were no patient complications reported.

Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Received one single dpt-vamp adult kit. The pressure tubing was detached from the uv bond joint with vamp adult reservoir. There was no indication of uv adhesive found at both the tubing and vamp adult of the bond area. No other visible damage was observed from the kit. Tubing detachment occurred on patient side of the kit.